Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's pump was "not working". There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined additional troubleshooting with tandem technical support and no additional patient or event information was provided.